Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high, low, erratic and powered off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 11:00pm. The patient stated that he obtained the results of "370, 360, 360, 216 and 290 mg/dl" using the subject meter compared to feelings/normal results. The results obtained were taken more than 20 minutes apart from each other. The patient manages his diabetes with fixed dose insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizziness, sweating and shaky" after the alleged product issue began (date/time not provided); however the patient denied that he received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using an approved sample site, there was no indication of product misuse and the subject meter was not being used for the first time. The csr also noted that the patient was unwilling to troubleshoot the alleged product issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "sweating and shaky" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.